Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a cartridge alarm (alarm 29) occurred during basal delivery. The customer loaded a cartridge and received an additional cartridge alarm (alarm 30). No reported adverse impact the customer's blood glucose. The customer reverted to alternate insulin therapy.